Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope and presented to the clinic. Device interrogation revealed that the right atrial lead exhibited high capture thresholds. All other electrical measurements were good. The lead was explanted and replaced on an unknown date. The patient's condition was good post procedure.